Event description:
A 63-year-old male with newly diagnosed glioblastoma (gbm) initiated optune gio therapy on (B)(6), 2026. On may 20, 2026, novocure received a medical record dated april 14, 2026, documenting that the patient experienced significant nausea, which he attributed to the optune gio device. The nausea was only mildly improved with prochlorperazine. The patient¿s healthcare provider (hcp) noted that the nausea had been worsening; however, the patient's spouse reported that the nausea occurred intermittently both on and off therapy. The hcp recommended proceeding with optune gio therapy discontinuation and prescribed dexamethasone 2 mg daily for two weeks to aid in symptom management. According to the medical record, the patient had experienced nausea prior to therapy initiation, which had been effectively managed with ondansetron at that time. The patient permanently discontinued optune gio therapy on (B)(6) 2026. Multiple attempts were made to contact the prescribing physician; however, no response was received.

Manufacturer narrative:
Novocure medical opinion is that this is a serious event related to the underlying disease (gbm) and concomitant treatment, un-related to optune therapy. The patient experienced nausea prior to optune gio initiation and reportedly occurred intermittently both on and off therapy. As the hcp indicated, it was possible the contribution of optune therapy to the event. Novocure will report this case out of an abundance of caution. Nausea is an expected event with optune gio device use (ef-11 3% and 29% ef-14 optune arm).